Event description:
It was reported that intermittently the 9800 system column would not move up or down. It was noted that you would have to depress the switch several times to get column to move. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.